Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The keypad cover reportedly was missing/peeling. The up, down and ok keypad buttons reportedly were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad cover was found to be peeling off. All keypad buttons were unresponsive to button presses. The "verify" screen was unable to be confirmed; therefore, the audio bolus button was unable to be tested. The keypad flex was found to be cut/torn. There was no evidence of contamination was found under any key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.